Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, weak battery, low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and they experienced also the high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer also reported that the insulin pump did not received receive a low battery alert prior to the off no power alert. Customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of off no power without a low battery warning. The customer was advised to continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.